Manufacturer narrative:
The reported problem was resolved upon wiping the interface between the scope and the device, then reconnecting the cable. The suspect device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was intermittently lost during use of the device. There was no patient injury, associated with the problem, reported to olympus.

Event description:
A user facility reported to olympus that the image was intermittently lost during a therapeutic procedure. The procedure was completed using the same set of equipment. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.please see correction to b5 as there are event details that were inadvertently left out of the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The camera head has not been returned for evaluation. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the intermittent image was due to a connection or contact failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.